Event description:
Needle broke during biopsy procedure; surgical intervention was needed to remove the needle. The needle broke after introducing when the surgeon tried to remove the needle at a slightly different angle. The remaining part of the needle (with the tip) was removed with an incision. It was a ten minute surgery with general anesthetic. No pt info was provided by the reporter.